Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 30, that did not occur during the load process and had been seen with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged shipment of replacement pump, instructed customer to place problematic pump in storage mode and return it with a prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.